Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative. The healthcare provider (hcp) did not see any obvious reason during surgery on why the catheter was not aspirating. The information was not confirmed with hcp.

Manufacturer narrative:
Concomitant medical product: product ID 8709, serial#: (B)(4) implanted: (B)(6) 2007, explanted: (B)(6) 2023, product type: catheter. Suspect medical device references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-oct-2007, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (company representative, consumer, healthcare professional) regarding a patient receiving morphine 50 mg/ml at 13 mg/day, baclofen 500 mcg/ml at 130 mcg/day, bupivacaine 20 mg/ml at 5.2 mg/day, and clonidine 500 mcg/ml at 130 mcg/day via an implantable pump. It was reported the patient had a sudden onset of withdrawal symptoms around (B)(6) 2022. Per the physician at the last refill there had been 17 ml left in the pump reservoir and it should have only been a few mls. The physician had attempted a dye and was unable to aspirate the catheter. A catheter replacement occurred on (B)(6) 2023. Patient weight and medical history were asked but remain unknown. At the time of this report the issue had been resolved and the patient's status was alive - no injury.